Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-01309; 425-97-005, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to fracture.